Event description:
Customer reported no image displayed, maxing out the technique, displaying low ma, low kvp error on the dog house, also noticed lots of oil on the x-ray tube covers. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended. This MDR is related to ge healthcare complaint.